Event description:
The infusion pump was received at the service facility with a vague report of there being a "flow discrepancy" while in clinical use. No additional clinical info was received. No pt injury was reported.